Event description:
It was reported that this lead was explanted due to physician discretion. A new lead was successfully implanted. The device is expected to return for analysis. No additional adverse patient effects were reported.